Event description:
During investigation of the returned device, engineer reported the safety mechanism had separated from the needle tip.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of a detached safety mechanism was confirmed, but the root cause could not be determined. One 18g powerglide deployment system was provided for investigation. The safety mechanism was found to be completely separated from the needle tip. What appeared to be blood residue was observed throughout the safety mechanism. The safety mechanism was disassembled and the o-ring was found to be intact. No assembly defects could be confirmed from the returned sample. Since the safety mechanism was received separate from the needle, it could not be confirmed if the safety mechanism was properly assembled during manufacturing or if the needle was forced from the safety mechanism. Although the root cause could not be determined, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The failure was found during evaluation of a returned sample. Additional investigation is required to determine the cause of the failure. Results of the investigation are expected soon.

Event description:
During investigation of the returned device, engineer reported the safety mechanism had separated from the needle tip.